Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a loose setscrew on the cardiac resynchronization therapy defibrillator (crt-d) was causing high undefined pacing impedance on the his bundle lead. The patient reportedly experienced shortness of breath. A procedure was performed to tighten down the setscrew securely. The crt-d remains in use. No further patient complications have been reported as a result of this event.